Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door switches were functioning properly but noticed that the door was intermittently stopping. Invalidated and re-homed the system and the issue resolved. Door was opened and closed multiple times and issues were observed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that although the gantry door of the image acquisition system (ias) is closed, the system is not registering that it is actually closed. There was no patient present when this issue was identified.